Manufacturer narrative:
(B)(4). UDI: n/a. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent treatment of a suspected impending rupture of an infected thoracic aorta aneurysm with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating. Access was made from the right side and a 20fr sheath (dsl2028j/ lot # unknown) was advanced with no resistance. After the device was deployed, removal of the sheath resulted in dissection of the right external iliac artery near the iliac bifurcation. A bare metal stent (epic 10 mm x 40mm) was implanted in the right external iliac artery to treat the dissection. The procedure was finished without further reported issues. The patient tolerated the procedure. The lot information is not available.

Manufacturer narrative:
Additional information received: the access vessel was small for a 20f gore® dryseal sheath with hydrophilic coating. (The exact diameter of the access vessel is unknown). The physician felt resistance advancing the sheath into the access vessel.